Event description:
It was reported that the implantable cardiac monitor (icm) migrated and the patient found it by their bedside. The device remained explanted and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.